Event description:
It was reported that during implantation of an intraocular lens (iol) into the left (os) eye, the tip of the injector broke causing the trailing haptic to crimp. The patient's temporal iris of orient was torn. The orientation of the iol changed as it was not placed properly and descended into the posterior chamber. There was a posterior capsule tear during emulsification and sutures were required. The patient will need to see a retinal surgeon for removal of the iol, iris repair, and an anterior chamber iol placed. The surgery was complicated by the iol not being placed in the intended location. Additional information has been requested, but not yet received.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Though requested, the device was not returned for evaluation. Additional information has been requested of the reporter, but not received. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, a root cause of the event could not be conclusively determined.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the injector body, plunger and cartridge tip with no visible damage. No loose or broken parts found in the box or injector. The plunger works as expected without any restrictions or issues. Based on the available information there was no device problem found; and therefore the root cause of the event could not be determined.